Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "heated expiratory wire circuit melting in a 1-2 inch portion during vent use". No patient harm or injury reported. Patient condition reported as "fine".

Event description:
It was reported "heated expiratory wire circuit melting in a 1-2 inch portion during vent use". No patient harm or injury reported. Patient condition reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The customer returned one full 880-15kit neonate dual heated dual drain for investigation. During visual inspection, a large melted section of tubing was observed. It was observed that there were no breaks or bunches of wires in the tubing. The heated wires used in this circuit were insulated with a clear plastic flexible insulator coating with green stripes. The complaint has been confirmed, the tubing was melted. The melted section of the tubing was located at 10.5 inches from the grommet with the yellow connector. The melted portions of tubing measured approximately 1.25" in length. Melting can occur if the tubing is covered with sheets, blankets, towels, clothing or other materials. The IFU provided with this product includes warnings for the user against covering the tubing. The resistance of the circuit was measured to be 29.1 ohms which is within specification of 27.55-31.44 ohms. The IFU states, "do not place tubing on patient's skin. Do not cover tubing with sheets, blankets, towels, clothing, or other materials." The complaint of a breathing circuit melting has been confirmed. Since all heated wire circuit product codes are inspected 100% before leaving the manufacturing facility, it is unlikely that the failure was present at the time of release. The root cause for the failure is unintentional user error. Teleflex will continue to monitor and trend on complaints of this nature.